Manufacturer narrative:
(B)(4). This customer reported an unexpected shutdown during use of the device (cardioversion). There was no negative patient impact. The users switched to a different defibrillator to deliver therapy to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported an unexpected shutdown during use of the device (cardioversion). There was no negative patient impact. The users switched to a different defibrillator to deliver therapy to the patient.